Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that several episodes of noise and oversensing resulting in pacing inhibition were found stored to this pacemaker. Provocation testing was performed on the unknown right ventricular (rv) lead and low amplitude noise reproduced. Boston scientific technical services (ts) reviewed device data noting stable lead measurements; the noise was determined consistent with myopotential oversensing while in unipolar sensing. Ts suggested steps for additional assessment noting the physician may wish to consider lead replacing the lead if the noise is also observed in bipolar sensing configuration. It was noted the remaining longevity on the device was approximately one year and the patient may undergo revision in the near future to replace the device due to normal depletion. No adverse patient effects were reported as the patient maintained an underlying rhythm during the reported episodes. This system remains in service.